Manufacturer narrative:
Additional review indicates that (B)(4) does not apply to this event, and (B)(4) does. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# unknown, implanted: (B)(6) 2008, product type lead.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer had loss of therapeutic effect. Consequences of the event were noted as not available. The event is responsible for the inefficiency of fecal therapy. There were no further complications reported and/or anticipated.